Event description:
Intermittent equipment failure. Resident is a female with various medical conditions. Care includes the use of a 'bad alarm'. Two nursing assistants did a bed check on resident (4:30a.m.) At which time they changed the bed linen. In the course of changing the bed, the 'bed alarm' had sounded. Upon completion of their care to resident the alarm remained in its location between the bedframe and mattress (as allowed per manufacturer's specificaitons). When the day shift nursing assistant began her rounds (7:15 a.m.) She came upon resident the floor deceased. The medical examiners office is considering the cause of death as 'positional asphyxia' the nursing staff, not having been alerted by the bed alarm of resident's movement, were not aware that she was attempting to get out of bed.